Event description:
It was reported, ¿when priming, unit started making a grinding sound then got very hot to the touch; then started giving off a bad odor.¿ there was no patient impact.

Manufacturer narrative:
This device is used for therapeutic purposes.(B)(4). The product analysis indicates, ¿the condition of the device showed corrosion in the nose region. The drill was connected to the console and operated at default speed. The drill sounded very noisy.¿ motor/cable assembly and bearings were corroded. The 1 minute pre-repair temperatures were nose-118 degrees f, middle-123 degrees f, rear-84 degrees f.¿ method: temperature testing. (B)(4).